Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure had migrated and perforated her fallopian tubes"), uterine perforation ("perforation (uterus)/malposition of essure device / migration of essure device location of device: coils were missing as was wire"), genital haemorrhage ("abnormal bleeding (general)") and uterine haemorrhage ("uterine bleeding") in a 39-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included bloating, perineal pain, uterine leiomyoma, endometriosis of uterus, abnormal loss of weight, essential hypertension, type 2 diabetes mellitus, nicotine dependence, dysfunctional uterine bleeding, abnormal bowel sounds, fibroids and adenomyosis. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, 1 month 3 days after insertion of essure, the patient experienced rash ("rashes"), mood swings ("mood swings"), fatigue ("fatigue"), alopecia ("hair loss") and asthenia ("energy loss"). On (B)(6) 2011, the patient experienced uterine haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2015, the patient experienced weight decreased ("weight loss"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstruation irregular ("irregular menses"), infection ("infection"), nausea ("nausea"), migraine ("migraines"), headache ("headaches"), dysgeusia ("metal taste in mouth") and back pain ("back pain"). The patient was treated with surgery (diagnostic cystoscopy, hysterectomy with bilateral salpingectomy) and surgery (diagnostic cystoscopy, hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, uterine perforation, menstruation irregular, infection, rash, mood swings, fatigue, alopecia, nausea, migraine, headache, dysgeusia, weight decreased and asthenia outcome was unknown and the genital haemorrhage, uterine haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea and back pain had resolved. The reporter considered alopecia, asthenia, back pain, dysgeusia, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, headache, infection, menorrhagia, menstruation irregular, migraine, mood swings, nausea, rash, uterine haemorrhage, uterine perforation, vaginal haemorrhage and weight decreased to be related to essure. Diagnostic results: on (B)(6) 2015 pathology test revealed, cervix; no significant abnormalities. Uterus: proliferative pattern endometrium. Leiomyomas. Adenomyosis. Fallopian tubes: no significant abnormalities. On (B)(6) 2010 hysterosalpingogram revealed, both the left and right essure coils were in proper placement with the appropriate landmarks. No abnormalities were seen. At this point, the tubal ligation/confirmation of essure procedure was present. Preoperative postoperative diagnoses: a patient with symptomatic fibroid, menorrhagia, dysmenorrhea. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: migraine, headaches, abnormal vaginal bleeding, menorrhagia, fatigue and pelvic pain. Most recent follow-up information incorporated above includes: on 20-aug-2018: pfs received. Events- "uterine bleeding, weight loss, energy loss" added from pfs. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('essure had migrated and perforated her fallopian tubes') and uterine perforation ('perforation (uterus)/malposition of essure device / migration of essure device location of device: coils were missing as was wire') in a 39-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: *on (B)(6) 2015 pathology test revealed, cervix; no significant abnormalities. Uterus: proliferative pattern endometrium. Leiomyomas. Adenomyosis. Fallopian tubes: no significant abnormalities. On(B)(6) 2010 hysterosalpingogram revealed, both the left and right essure coils were in proper placement with the appropriate landmarks. No abnormalities were seen. At this point, the tubal ligation/confirmation of essure procedure was present. Preoperative postoperative diagnoses: a patient with symptomatic fibroid, menorrhagia, dysmenorrhea. Previously administered products included for an unreported indication: metformin. Concurrent conditions included bloating, perineal pain, uterine leiomyoma, endometriosis of uterus, abnormal loss of weight, essential hypertension, type 2 diabetes mellitus, nicotine dependence, dysfunctional uterine bleeding, abnormal bowel sounds, fibroids and adenomyosis. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced rash ("rashes"), mood swings ("mood swings"), fatigue ("fatigue"), alopecia ("hair loss") and asthenia ("energy loss"), 1 month 3 days after insertion of essure. On (B)(6) 2011, the patient experienced uterine haemorrhage ("uterine bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysgeusia ("metal taste in mouth"). On (B)(6) 2015, the patient was found to have weight decreased ("weight loss"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), menstruation irregular ("irregular menses"), infection ("infection"), nausea ("nausea"), migraine ("migraines"), headache ("headaches"), back pain ("back pain"), abdominal distension ("horrific bloating") and pain ("feel sore all over"). The patient was treated with surgery (diagnostic cystoscopy, hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, uterine perforation, menstruation irregular, infection, rash, mood swings, fatigue, alopecia, nausea, migraine, headache, dysgeusia, weight decreased, asthenia, abdominal distension and pain outcome was unknown and the genital haemorrhage, uterine haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea and back pain had resolved. The reporter considered abdominal distension, alopecia, asthenia, back pain, dysgeusia, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, headache, infection, menorrhagia, menstruation irregular, migraine, mood swings, nausea, pain, rash, uterine haemorrhage, uterine perforation, vaginal haemorrhage and weight decreased to be related to essure. Concerning the injuries reported in this case, the following were described in patient¿s medical records: migraine, headaches, abnormal vaginal bleeding, menorrhagia, fatigue and pelvic pain. Concerning the injuries reported in this case, the following one was described in patient¿s social media: abdominal distension and pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: update of quality-safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('essure had migrated and perforated her fallopian tubes') and uterine perforation ('perforation (uterus)/malposition of essure device / migration of essure device location of device: coils were missing as was wire') in a 39-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: *on (B)(6) 2015 pathology test revealed, cervix; no significant abnormalities. Uterus: proliferative pattern endometrium. Leiomyomas. Adenomyosis. Fallopian tubes: no significant abnormalities. On (B)(6) 2010 hysterosalpingogram revealed, both the left and right essure coils were in proper placement with the appropriate landmarks. No abnormalities were seen. At this point, the tubal ligation/confirmation of essure procedure was present. Preoperative postoperative diagnoses: a patient with symptomatic fibroid, menorrhagia, dysmenorrhea. Previously administered products included for an unreported indication: metformin. Concurrent conditions included bloating, perineal pain, uterine leiomyoma, endometriosis of uterus, abnormal loss of weight, essential hypertension, type 2 diabetes mellitus, nicotine dependence, dysfunctional uterine bleeding, abnormal bowel sounds, fibroids and adenomyosis. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced rash ("rashes"), mood swings ("mood swings"), fatigue ("fatigue"), alopecia ("hair loss") and asthenia ("energy loss"), 1 month 3 days after insertion of essure. On (B)(6) 2011, the patient experienced uterine haemorrhage ("uterine bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysgeusia ("metal taste in mouth"). On (B)(6) 2015, the patient was found to have weight decreased ("weight loss"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), menstruation irregular ("irregular menses"), infection ("infection"), nausea ("nausea"), migraine ("migraines"), headache ("headaches"), back pain ("back pain"), abdominal distension ("horrific bloating") and pain ("feel sore all over"). The patient was treated with surgery (diagnostic cystoscopy, hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, uterine perforation, menstruation irregular, infection, rash, mood swings, fatigue, alopecia, nausea, migraine, headache, dysgeusia, weight decreased, asthenia, abdominal distension and pain outcome was unknown and the genital haemorrhage, uterine haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea and back pain had resolved. The reporter considered abdominal distension, alopecia, asthenia, back pain, dysgeusia, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, headache, infection, menorrhagia, menstruation irregular, migraine, mood swings, nausea, pain, rash, uterine haemorrhage, uterine perforation, vaginal haemorrhage and weight decreased to be related to essure. Concerning the injuries reported in this case, the following were described in patient¿s medical records: migraine, headaches, abnormal vaginal bleeding, menorrhagia, fatigue and pelvic pain. Concerning the injuries reported in this case, the following one was described in patient¿s social media: abdominal distension and pain. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Events added: horrific bloating and feel sore all over. Reporter added. Events: genital haemorrhage and uterine haemorrhage made medically non-significant. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure had migrated and perforated her fallopian tubes"), uterine perforation ("perforation (uterus)/malposition of essure device") and genital haemorrhage ("abnormal bleeding (general)") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included bloating, perineal pain, uterine leiomyoma, endometriosis of uterus, abnormal loss of weight, essential hypertension, type 2 diabetes mellitus, nicotine dependence, dysfunctional uterine bleeding, abnormal bowel sounds, fibroids and adenomyosis. On (B)(6) 2010, the patient had essure inserted. In december 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstruation irregular ("irregular menses"), infection ("infection"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), rash ("rashes"), mood swings ("mood swings"), dysmenorrhoea ("dysmenorrhea (cramping)", fatigue ("fatigue"), alopecia ("hair loss"), nausea ("nausea"), migraine ("migraines"), headache ("headaches"), dysgeusia ("metal taste in mouth") and back pain ("back pain"). The patient was treated with surgery (diagnostic cystoscopy, hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, uterine perforation, menstruation irregular, infection, rash, mood swings, fatigue, alopecia, nausea, migraine, headache and dysgeusia outcome was unknown and the genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea and back pain had resolved. The reporter considered alopecia, back pain, dysgeusia, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, headache, infection, menorrhagia, menstruation irregular, migraine, mood swings, nausea, rash, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results: on (B)(6) 2015 pathology test revealed, cervix; no significant abnormalities. Uterus: proliferative pattern endometrium. Leiomyomas. Adenomyosis. Fallopian tubes: no significant abnormalities. On (B)(6) 2010 hysterosalpingogram revealed, both the left and right essure coils were in proper placement with the appropriate landmarks. No abnormalities were seen. At this point, the tubal ligation/confirmation of essure procedure was present. Preoperative postoperative diagnoses: a patient with symptomatic fibroid, menorrhagia, dysmenorrhea. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: migraine, headaches, abnormal vaginal bleeding, menorrhagia, fatigue and pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr received. Events added: abnormal bleeding (general), vaginal bleeding, menorrhagia, rashes, mood swings, dysmenorrhea (cramping), fatigue, hair loss, perforation (uterus), pain, nausea, migration of essure device, migraines, headaches, malposition of essure device,metal taste in mouth. Added concomitant diseases and lab data. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure had migrated and perforated her fallopian tubes") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced menstruation irregular ("irregular menses") and infection ("infection"). The patient was treated with surgery (partial hysterectomy to remove the essure device). Essure was removed in (B)(6) 2015. At the time of the report, the fallopian tube perforation, menstruation irregular and infection outcome was unknown. The reporter considered fallopian tube perforation, infection and menstruation irregular to be related to essure. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.